Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed at the beginning of treatment and blood was observed in the lines. When taking out dialyzer, blood was noticed outside the fibers by the dialysate port. Blood test strips were not used. Estimated blood loss was 100 cc's. No medical intervention was required. Sample was discarded by the user facility; sample is not available.